Event description:
Malfunctioning endotracheal tube (ett) in three different patients on same night shift. Patients were intubated with the ett, and after placement, a cuff leak was identified in each patient.